Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "check pads" message. Complainant also indicated that the wire to anterior electrode was pulling out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.